Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. When the physician inflated the non-bsc balloon with the an advantage inflation device the gauge did not rise. The procedure was completed with another advantage inflation device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)